Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) was found to be in backup vvi mode due to magnetic resonance imaging. Programming changes were made to resolve the issue, and the patient's status was unknown.

Event description:
Additional information received indicated that the patient was stable.